Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction of the noise from inside the c-arm was verified. The high voltage cable inside the c-arm was twisted and had a loop which snapped against the internal housing at certain points in the movement. The intermittent lock up issue could not be reproduced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ made a loud noise whenever the c-arm was moved into the oblique position. It was also reported that the system locked up intermittently. There was no adverse patient involvement reported. There was no patient information reported.